Manufacturer narrative:
The reported event that screwdriver bit t15, ao fitting was alleged of issue breakage during surgery could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The visual examination revealed that the tip of the returned screwdriver bit was broken and damaged under high loads. The breakage of the tip area points to the influence of application of too much force during screw insertion. The tip of the surface of the screwdriver bit revealed a typical fatigue breakage surface. Thus, based on investigation the root cause was attributed to a user related issue. The failure was most likely caused due to application of high forces during screw insertion and tightening. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
Screwdriver 705015 broke at the tip when being used with the torque limiter during final tightening of the last screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screwdriver 705015 broke at the tip when being used with the torque limiter during final tightening of the last screw.